Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump was incredibly hot after replacing battery display was blank. The customer¿s blood glucose level was unknown. Customer was advised to remove the battery and insert battery alarm did not display on the pump screen. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 30 seconds and to insert new aa battery. Display did not returned after pump restart. It was also reported that the insulin pump was damaged and label was rubbed off however there was no damaged on reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with label damage. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify device heating up due to display anomaly.